Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/ external/patient factors identified that may have led or contributed to the issue.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux and valve flux testing. However, it did not meet the requirements for leak testing, pressure-flow and preimplantation testing. The leak testing did not meet requirements due to a cut on the distal occluder. It is unknown how or when this damage occurred. The instructions for use (IFU) caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity and necessitate premature surgical revision of the shunt system.¿ proteinaceous debris was also observed on the exterior and interior of the valve. The IFU cautions ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in over drainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drainage valve had poor elasticity and a slow rebound. There were no symptoms associated with the event. The valve was explanted, and the patient's status at the time fo the report was alive-no injury.